Manufacturer narrative:
(B)(4). This is a report of a use error where the patient had disconnected from the homechoice because they realized that they had connected the heater bag to the wrong line and hooked themselves up to the red clamp line by mistake. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly connecting yourself to the cycler and properly connecting the bags. It guides the user to connect the red clamp line to the heater bag. It also instructs the user to review all connections to make sure that the line with the red clamp is connected to the solution bag on the heater pan. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient stated that they had just disconnected from the homechoice because they realized that they had connected the heater bag to the wrong line and hooked themselves up to the red clamp line by mistake. The technical service representative assisted the patient with ending therapy on the homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.